Event description:
During a coronary angiography procedure for chest pain on an 83-year-old female, an air injection occurred. The procedure started with two injections to the right coronary artery (rca). Subsequently, the catheter was replaced with another catheter to go inside the left main. 5-10 puffs of contrast were injected to find the artery entrance. Approximately 1cc of air was injected into the left main artery. The patient experienced st-segment elevation, decrease in oxygen saturation (de-saturation), chest pain for a duration of approximately 15 minutes. The physicians performed cardiopulmonary resuscitation (CPR) on the patient and the patient became stabilized. The patient recovered the same day but the event resulted in prolonged hospitalization.

Manufacturer narrative:
The acist angiographic injection system, model cvi, system serial number (B)(4) has not yet been returned for evaluation. The evaluation will be included in a follow-up report. The consumables used during the event were discarded by the user facility and the lot numbers are not known.

Manufacturer narrative:
The acist angiographic injection system, model cvi, system serial number (B)(6) was evaluated on (B)(6) 2023. The injection system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction related to the reported event. The consumable kits used during the event were discarded by the user facility and the lot numbers were not provided. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for the use of the device. Per the acist cvi user's manual, the air column detect sensor is designed to aid the user in the detection of air columns in the injection line, but it is not designed to replace the vigilance and care required of the operator in visually inspecting for air and clearing air from the entire patient kit and angiographic catheter. The air column detect mechanism is to be used in conjunction with and to complement the user's other procedures for preventing air injections. No cine-angiograms were returned for evaluation. This report is considered closed.